Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the charging port was damaged and that the pump battery was depleting quickly. There was reported adverse impact to the customers blood glucose level. Customer declined follow up from tandem technical support at this time and further information was unable to be obtained.